Event description:
Inaccurate erratic readings. In blood glucose tests, customer rec'd readings of 300 mg/dl and 30 mg/dl within 10 minutes. No report of death, serious injury or mistreatment associated with this event.